Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles coming through the water chamber. Additionally, the patient alleges that he has a sore deep inside his sinus that bleeds and he has it for a long time. The patient states that he is not claiming harm. The patient was directed to take mupirocin antibiotic and also ayr gel( saline gel)l to stop the bleeding allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.